Event description:
It was reported that stent damage occurred. The patient presented with deep vein thrombosis (dvt). The 16.71mm x 71.3mm, 60% stenosed, and acute thrombus target lesion was located in the non-calcified and mildly tortuous left iliac vein. Pre-dilatation was performed with a 8x100 balloon catheter. A 18 x 90mm x 75cm wallstent uni endoprosthesis was advanced for treatment. However, it was noted that the stent was unbraided in the distal part. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : wallstent uni 18 x 90mm x 75cm was received for analysis. The device was received with the stent in the correct position on the device. The investigator successfully deployed the stent without resistance or any issues experienced. A microscopic examination identified damaged distal stent wires on the deployed stent. This type of damage is consistent with resistance being encountered during an attempt to deploy the stent. The inner shaft of the device was found to be kinked at approximately 4mm proximal of the distal markerband. This type of damage could potentially have been due exceesive force being applied when resistance is encountered during a deployment attempt. A visual and microscopic examination identified no damage or issues with the tip of the device that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with deep vein thrombosis (dvt). The 16.71mm x 71.3mm, 60% stenosed, and acute thrombus target lesion was located in the non-calcified and mildly tortuous left iliac vein. Pre-dilatation was performed with a 8x100 balloon catheter. A 18 x 90mm x 75cm wallstent uni endoprosthesis was advanced for treatment. However, it was noted that the stent was unbraided in the distal part. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.